Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of button error alarm on their insulin pump. The customer's blood glucose is unknown. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. Continuation of therapy pump is to be sent out.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked battery tube threads, reservoir tube, minor scratched display window and missing the end cap sticker.